Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling, chiller temperature (t4) was 4.4 degrees, mixing pump command (mpc) was 100 percentage, system hours were 6606, sending quote for the 2000 hour preventive maintenance.

Event description:
It was reported that the arctic sun device was not cooling, chiller temperature (t4) was 4.4 degrees, mixing pump command (mpc) was 100 percentage, system hours were 6606, sending quote for the 2000 hour preventive maintenance.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported 1018233-2025-08112. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.